Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh received a customer complaint where it was reported that during the resident's transfer from a wheelchair to a bed using a ceiling lift system, maxi sky 600 and a sling with clips, the resident fell out of the sling. It was indicated that the resident used the remote by itself and the (B)(6) assistant placed and attached the sling to the spreader bar of the lift. The resident was lifted from seated position and during horizontal movement to the bed fell out of the sling on the bedside as the right leg clip of the slip was loose. As a consequence of the event the resident sustained bruises on the left clavicle, thigh, knee and bruised right jaw joint. Pictures were taken in hospital afterwards, no more injuries were found. Pain medications were given. Inspection of the maxi sky 600 ceiling lift showed that the strap of the lift was defective and will be replaced by technician.